Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by a diabetes therapy consultant that the customer had an ambulance ride to the emergency room due to low blood glucose levels. The customer's blood glucose level was between 20 and 30 mg/dl. The customer reported that the device never alarmed no delivery or any other alarm. The customer attempted to treat by eating food, drinking juice, and with glucose tablets. The customer ended up disconnecting from the insulin pump. The reason for the low levels was unknown. No further details were provided.